Event description:
It was reported that the customer had an a33 alarm on the insulin pump. The customer's blood glucose level was unknown mg/dl. The customer stated alarm occured during rewind/prime sequenced. The troubleshootng was performed. The customer was advised that the insulin pump will need to be replaced.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.